Event description:
It was reported that following the implantation of a retroarc sling the patient experienced mild urinary retention with pain. No intervention has been taken and the event is considered resolved without sequelae on (B)(6) 2015. No further patient complications have been reported in relation to this event.